Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the objective lens unit broken, the control body corroded, the lg prong corroded, the u/d knob leaky, the r/l knob leaky, the root brace rubber cut, the segment worn out, the u/d pulley wire worn out, the r/l pulley wire worn out, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.